Event description:
While utilizing the disposable skin stapler from the medline major pack, the stapler jammed following the placement of only a few staples, and was no longer functional. FDA safety report ID# (B)(4).